Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that after a trial procedure, the patient was experiencing foot pain and was unable to sleep. The pain was not relieved after several reprogramming attempts. The physician believed that foot pain was related to the procedure. The patient underwent a lead removal and the explanted leads were not returned to bsn as they were discarded by the medical facility.